Event description:
Patient reported receiving an 04 (occlusion) error. Patient indicated replacing battery, but 04 recurred. Patient indicated that he believed the empty cartridge was causing the error, but never received an empty cartridge warning. Patient did not report any physiological effects.